Event description:
It was reported that during a hand assisted nephrectomy procedure, the device gave an error code 5. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Dte sent: 5/15/2008. Serial number = na. Eval summary: the analysis results found that the device was returned with the blade scratched and cracked. An error code 5 was noted. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records was reviewed with no anomalies noted during the manufacturing process.